Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Unable to verify battery cap damage due to pump received without the original battery cap. No damage on the battery compartment noted. Pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 10.8 mmol/l at the time of the incident. The customer stated that after they changed the battery, the part where the battery cap goes in broke off. The customer stated that he was not able to tighten the battery cap. The product was returned for analysis.